Event description:
The facility reported a pump in which the stop button works intermittently. It is unknown when this event occurred. There was no pt injury or medical intervention necessary. No additional info is available.

Manufacturer narrative:
Eval summary: the reported condition of a stop button that works intermittently was confirmed during product eval. Inspection of the pump found that the stop button was stuck. The pump head module keypad was replaced to address the reported condition. The pump was tested and returned within spec. This issue is currently being investigated.